Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was scheduled to come into the clinic and did not present. Another appointment in the future planned to be scheduled, however at this time there is no additional information available. If additional information becomes available this report will be updated.